Manufacturer narrative:
A partial lead with the distal tip measuring 51.8cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.3-10.2cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a device change-out and externalized conductors were observed. No electrical anomalies were observed on the lead. The lead was explanted and replaced.

Event description:
New information received indicated that there were no complications during the procedure.